Event description:
It was reported that during the implant attempt, the lead was unscrewed, then it was screwed, and then put back into the patient it did not unscrew. The lead was not used. There were no patient complications reported as a result of this event. The patient's status was reported to be fine.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the analysis of the returned device found the lead is stretched, the inner insulation is kinked/buckled and there is blood in/on the helix/lobe mechanism. Damaged at implant.